Event description:
A customer reported that after she stopped fluoroing, the system continued to beep, even though no x-rays were being generated. She had to hit the x-ray button several times to get the beeping to stop. The customer is describing a system lock up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. As a precautionary measure, the circuit boards were reseated.